Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: oct 6, 2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification was performed on the suspect product. The plunger rod was found fully advanced. Viscoelastic residue was observed throughout the cartridge; stress marks were observed on the cartridge tip. The cartridge tip and cartridge were damaged. No issues were identified with the lens module, device assembly, or plunger rod advancement. The plunger rod tip was bent. The lens was received coated in viscoelastic residue, lint from the gauze, and what appears to be blood. The lens was cleaned revealing lens damage and a scratch on the edge of the lens. No further evaluation was performed. The complaint issue "lens damaged" was identified; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "difficult to use" was not identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI #: unknown as product serial number was not provided. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product serial number was not provided. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the preloaded intraocular lens (iol) was set and the plunger was pushed forward, there was a slight resistance. The iol was cracked and came out. The procedure was completed successfully with the back-up. No patient injury was reported. No medical intervention was required.through follow-up, we learned that the preloaded device setup was performed using balanced salt solution (bss).the physician inserted the cartridge into the patient's eye with the intention of implanting the iol. However, when turning the plunger, resistance was experienced, so the cartridge was removed from the patient's eye. The plunger was then turned outside the eye, which resulted in the iol being damaged and coming out. No further information was provided.